Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. It was reported the patient was not getting symptom relief at all. It was reported this had been occurring for the past 2 weeks. It was noted the patient stated they were "about ready to have it taken out because of the lack of being able to get a hold of someone". Additional information received reported the patient was seen by a manufacturer representative at their hcp appointment on (B)(6) 2014. Additional information received reported impedances were found to be within normal range. Reprogramming was performed and a couple of programs were added to optimize coverage. No x-rays were taken. It was reported the patient complained of discomfort at the implantable neurostimulator (ins) site and the hcp determined the ins had rotated a bit. It was noted the patient complained of leg pain, but attributed it to her gait and not the ins. The hcp had not scheduled an interventions to move the ins or improve comfort in the area at the time of this report. It was reported the patient had good coverage and was receiving effective therapy.